Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high neutrophil and low eosinophil results with flags generated by coulter lh500 hematology analyzer. The erroneous results were reported out of the laboratory. The results were discrepant from a different instrument and manual smear. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out (B) (6) 2009. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).